Event description:
This has been an ongoing issue for me. I'm a type 1 diabetic and use the dexcom g6, of which I have at least 30% sensor failures. I've not been alerted to lows due to inaccurate readings at night (not due to user error or compression lows) and have almost lost my life as a consequence. I use an omnipod 5 as well, which controls my insulin based off of dexcom g6 readings, and I've had multiple highs occur due to dexcom reading inaccurately and my insulin being adjusted using an inaccurate reading. I was asleep for most of these events, so I had no way of knowing. I've been with dexcom since they were in beta in 2009 and the quality decline has been drastic in recent years. I can barely get a sensor to work, and I'm appalled that the FDA is allowing this product to still be on the market. It shouldn't be approved to control insulin with how inaccurate it is, and how frequently it's inaccurate. I'm worried it'll kill me one day.